Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. Updates to manufacturers narrative investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with retain testing source: website.

Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: website.

Event description:
Customer reporting 2 false positive sars results. Customer states the results were confirmed negative by pcr. Report 2 of 2.